Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon tear occurred. The physician experienced difficulties inflating the 15mm x 2.5mm maverick2 monorail balloon and it "appeared to have a tear or rip". No pt complications were reported. Pt status is reported as "good".